Event description:
The customer reported the system displayed a communication error. This error will cause the system to lockup or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the image processing computer needed to be replaced, but no conclusion can be drawn as repair info is not available.